Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description (premature coil detachment). As received, the implant was detached from the pushwire and missing. The tack weld replacement (wtr) crimps and the pushwire distal to the break indicator at the manual detachment location were found to be intact. The pushwire was found bent at several locations from the proximal end within the introducer sheath. The introducer sheath appeared to have the same bent shape as the pushwire within. Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be stretched. All other subassemblies appeared to be normal and no other anomalies were observed. Follow-up was conducted to confirm the complaint details and device returned condition; however, no response received. Based on the device evaluation and per reported information we were unable to determine the cause of implant coil premature detachment. It is possible that the coin pulled back from the lumen stop due to the multiple bends in the pushwire, subsequently causing the implant coil to detach. It is possible that the shield coil became damaged and stretched during the event, or during shipping back to medtronic for evaluation, as the distal tip of the pushwire was already pushed out from the protective introducer sheath. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿gently immerse the axium detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿ precaution: "handle the axium detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information of an axium 3d coil experienced resistance in the introducer sheath during the coil embolization of a saccular right internal carotid artery (right ica) aneurysm. The physician noticed the roughness in the structure of the introducer sheath, which made it impossible for the coil to come out. Another axium 3d and axium helix were used to continue without issue. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.